Event description:
Code blue called. Patient was being bag mask ventilated with 15l flow. Left side flowmeter stopped functioning abruptly while bagging the patient. Ambu bag was disconnected and connected to right side flowmeter and bagging resumed. Manufacturer response for o2 flow meter, integrated flow meter (per site reporter). Known issue with o ring.